Event description:
It was reported that resident in bed, rails in the up position, resident alert and oriented, but not mobile. She was found lying with her chin on lower part of side rail and lower part of side rail and lower position of body was resting on floor. There were no vital signs. Autopsy was request, should get report within 8 weeks.